Event description:
It was reported the filter fractured in the infrarenal ivc. The cranial portion, or "cap" has separated from the caudal portion, or "cone". There is also caval penetration of the filter limbs, with involvement of the aorta and possibly bowel.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. No sample was returned for evaluation, however, based upon x-rays provided showing the filter separation, the result of the investigation is confirmed, root cause unknown.